Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). Predilatation was performed. A 2.25x12mm promus premier¿ stent was selected; however, the device was not able to be advanced further in the mid part of the lesion. When the device was removed, it was noted that the stent came off of the balloon, outside the guide catheter. Attempts to snare the dislodged stent were unsuccessful. The stent was then crushed against the artery wall using multiple stents and the procedure was completed. No further patient complications were reported and the patient was doing well.